Event description:
A materials management officer reported that following an intraocular lens (iol) implant procedure, the patient experienced dysphotopsia. The iol exchanged for another lens approximately 5 months following the initial procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).